Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during an upgrade to an ICD, rv lead dislodgement was observed. After a stylet was inserted, the helix would not retract. The lead was explanted and replaced. The patient was discharged and doing well.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.